Manufacturer narrative:
On (B)(6) 2018: philip's field service engineer (fse) evaluated the device and the issue was confirmed. The main printed circuit board was replaced to address the event.

Event description:
It was reported that the system would not power on. There was no patient involvement reported. The event date was not specified, estimate used.